Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 355 units and remained static. There was no reported impact to the customer's blood glucose level. Although requested, no additional information was provided by the customer.